Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar grasper instrument was analyzed and found to scratched main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.038" - 0.351" in length and are not axially aligned with the tube axis. Material was not missing from the surface of the main tube. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing there was a deep gouge 1 to 2 inches from the tip of the tip-up fenestrated grasper instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there is no further information is available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tip-up fenestrated grasper instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.